Event description:
It was reported that a remote transmission was received and the electrogram indicated intermittent loss of capture on the right atrial lead. The patient thought that the heart rate was "down in the 30s" during the last office visit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.